Manufacturer narrative:
Follow-up report being submitted as the lab evaluation was completed on (B)(6) 2020. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Follow-up report being submitted as the lab evaluation was completed on (B)(6) 2020. The complaint device was noticed broke when the physician use black sheath to straighten the stent. The physician suspected the product quality and used the replacement to completed the procedure. No adverse effects to the patient were reported. Additional details have been requested.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
G04122 - stent. 1 x zebd-7-7 of lot # c1662249 was returned to cirl for evaluation open in its original packaging. A slight kink was noted on the 5th porthole on the tapered end. A 0.035¿ wire guide would not pass the kink. Prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 of lot number c1662249 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1662249. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. It was noted that the ¿device was noticed broke when the physician use black sheath to straighten the stent¿. It was also noted that while an incorrect wire guide size of 0.025¿ is mentioned the user confirmed that it did not make contact with the device. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The complaint device was noticed broke when the physician use black sheath to straighten the stent. The physician suspected the product quality and used the replacement to completed the procedure. No adverse effects to the patient were reported. Additional details have been requested.